Event description:
It was reported by the customer that when attempting to load a heavy patient, the cot tipped over after it was on the safety hook. It was reported that the patient received an abrasion to the elbow; however, no further medical intervention or adverse events were reported.